Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed a falsely elevated alinity I prolactin for a 52-year-old female. The following results were provided (reference range 108.8 to 557.1 miu/l): on (B)(6) 2026, sid (B)(6), initial prolactin result (lot 84437ud00, analyzer (B)(6)= 1398.20 miu/l; repeat result= 1,379.36 miu/l; (B)(6) 2026, sid (B)(6), prolactin result (lot 85609ud00, analyzer (B)(6)= 1,225.33 miu/l; repeat using beckman platform= 298 miu/l (reference range 83 to 504 miu/l); repeat using roche platform= 492 miu/l (reference range 102 to 496 miu/l). There was no impact to patient management reported.